Event description:
It was reported that (1) hp052 was used during a unknown procedure. It was reported by the nurse that the handpiece repeatedly ceased working during case. It is unknown how the case was completed. There was no consequence to pt. Rep responded: open a new device to complete the case.